Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Upon deployment of the sensor, the sensor wire stayed inside the applicator and did not insert. The patients mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).